Event description:
It was reported that the patient had a tv regurgitation. The patient presented for a tv replacement and the physician decided to place an epicardial lead and remove the old right ventricular lead to avoid interaction with the new valve. During the procedure, the rv lead had went through one of the leaflets. The lead was explanted and replaced. The patient was in stable condition.